Event description:
Affiliate reported that the surgeon would like to adjust a valve to the pressure of 100mm h2o and an x-ray verified that the valve had not moved. A vpv programmer was later used and it gave the acoustic and visual message that the programming was not successful. It is not clear at this point if the valve was removed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.